Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a safety disk failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the condensate removal module, blood detect tubing, and male luer fitting, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated confirmed complaint. Troubleshot. Placed order for repair parts.(B)(6) 2022- replaced condensate removal module, blood detect tubing and male luer fitting. The issue was resolved. All test and measurements were recorded on pm service order#(B)(4) . Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. There was no patient involvement, and no adverse event reported. The defective components were received for further investigation. The nrc verified the failure of the crm. Crm leaking causing vacuum and pressure leaks during testing. Retaining the crm in the nrc per procedure (B)(4). The nrc verified the failure of the safety disk assembly. Safety disk assembly leaking causing vacuum leaks during testing. Retaining the safety disk assembly in the nrc per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.